Event description:
According to the reporter, in a thoracoscopic lobectomy, after firing for the vascular blood vessel resection, the screen alternated between a red circle with a diagonal line handle error and a restart message, then the device stopped working. The knife blade could not be retracted and removed from the tissue. The handle was restarted and the jaws opened. A new handle, shell, and reload were used with the same adapter to continue the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigsds30ctvt, sigsds30ctvt 30mm vasculr/thn shrt sd CT, (lot # n3h2406uy); sigpshell, sig power sigpshell control shell, (lot # n4d2198y); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.